Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that there was an alert for the high voltage lead impedance being out of range. The patient was scheduled to come in to verify measurements. The device remained implanted.